Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the emergency medical room was dispatched due to low blood glucose level and passed out on (B)(6) 2020. Customer was hospitalized 3 times in week. Customer was treated intravenously and glucose tablet. Customer declined troubleshooting. The insulin pump will not be returned for analysis.